Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer alleged that the screen froze up and reported an inability to switch screens and rotate the select knob to pick any field. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.